Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was not accurate. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device was recalibrated to address the issue.